Event description:
It was reported that the stent graft failed to deploy. Upon sample receipt, the stent graft was found to be partially released. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed the reported partial release and failure to deploy the stent graft. The condition of the device indicates that increased friction must have affected on the delivery system during the attempted stent graft deployment. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy which can lead to increased friction and subsequent deployment failure insufficient flushing of the device may be another contributing factor in this case, no procedural or anatomical details were provided. Based on the limited information available, a definite root cause for the reported event could not be determined.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient or procedural details.